Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e 601 module. The initial result was 1400 ng/l. The repeat result was 80 ng/l. The sample was repeated twice on a cobas e801 module with results of 74 ng/l. Two hours later a new sample was obtained and the initial result on the e601 module was 60 ng/l. This sample was repeated with a result of 58 ng/l. No questionable results were reported outside of the laboratory. The troponin t hs stat reagent lot number was 59638100 with an expiration date of 31-mar-2023.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 with acceptable results. Qc results were not acceptable. The field service engineer (fse) replaced the measuring cell and performed blank cell calibration and instrument performance testing. The pipetting positioning was checked. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.